Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-may-2023 h6: investigation summary the customer returned (4) open 32g 4mm pen needles, reporting needle clog. The pen needles were visually inspected and observed (1) broken cannula npe, (2) bent cannula npe and no issues on the remaining. Most likely the customer's reported failure occurred due to a bent and broken npe cannula. As the return samples were opened, the root cause cannot be determined. Based on the sample returned, embecta was able to confirm the customer-indicated failure as bent and broken cannula npe. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to duplicate or confirm the customer-indicated failure as bent and broken cannula npe. The root cause cannot be determined, as the returned samples were opened. See h10.

Event description:
It was reported that 6 bd nano¿ 2nd gen pen needles were partially blocked during the injection. The following information was provided by the initial reporter: "husband and wife called in. Consumer is wife. Stated, when taking injection, the flow will stop half way and she has to use a second pen needle to complete the shot stated, this has occurred on a few occasions husband stated, they thought the problem was with the insulin pen so they switched to a new insulin pen and the same issue occurred. Neele clog 6 pen needles affected does not prime before injection."

Event description:
It was reported that 6 bd nano¿ 2nd gen pen needles were partially blocked during the injection. The following information was provided by the initial reporter: "husband and wife called in. Consumer is wife. Stated, when taking injection, the flow will stop half way and she has to use a second pen needle to complete the shot. Stated, this has occurred on a few occasions. Husband stated, they thought the problem was with the insulin pen so they switched to a new insulin pen and the same issue occurred. Neele clog 6 pen needles affected does not prime before injection".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.